Event description:
It was reported that during an laparoscopically assisted cholecystectomy procedure, the jaw could not be opened. Another device was used to complete the case. There were not adverse consequences to the patient.

Manufacturer narrative:
Date sent: 8/11/2008. Information anticipated, but unavailable at this time.